Event description:
On 27th june 2025, it was reported by an arthrex's employee via email that for an ar-4030c-09, fastthread¿ biocomposite¿ interference screw 9 x 30 mm, the front end of the interface screw broke when the tibial end was fixed. This was detected during a reconstruction of anterior cruciate ligament procedure on (B)(6) 2025. The procedure was completed successfully by using another new ar-4030c-09. There was no patient harm and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-4030c-09, fastthread¿ biocomposite¿ interference screw 9 x 30 mm, batch number 15191905, was received for investigation. Upon visual inspection, it was noted that the screw was broken at the distal end. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure can be attributed to misaligned insertion or prying/leveraging the device during insertion.